Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, in addition to the reportable malfunction, it was observed, the rear cover was found broken, the bezel plate had multiple cracks, the one connector on the quantum board was found broken, the connector on the x-board was found loose and the power switch was found broken. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus asset high-definition lcd monitor, to the olympus service center. Upon inspection and testing of the returned device, it was observed, the device was automatically ¿getting off¿ due to a faulty g1 board, the wall mount bracket was loose, and the outer screws were missing outside of the device. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause was likely due to the failure of the g1 board. However the root cause of this failure could not be identified. It has been over 7 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.